Manufacturer narrative:
Please be advised that MFR report number 3006695864 - 2021 - 07979 was opened in error. Please refer to MFR report number 3006695864-2021-07992 for the investigation results as only 1 patient interface, lot #60283093 was reported.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event is unknown/not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface that was being used for the left (os) operative eye. This customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully.